Event description:
It was reported that during pd therapy on the home choice (hc) device increased intra-peritoneal volume (iipv) event was identified. It was reported that the hp wasn¿t fully drained and filled more solution in addition to what was already in the stomach. Cg manually drained everything out of hp. The technical service representative (tsr) explained the event and advised the cg that hp must end therapy and start over with manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes visual inspection, functional and electrical testing on the device. The increased intra-peritoneal volume (iipv) event was found in an event history log review. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice and homechoice pro apd systems patient at-home guide gives the warning that "too low an I-drain alarm volume can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.